Event description:
Consumer wrote in to complain she purchased the guard about a week ago and it broke within a few days. I would like a replacement. Consumer called and stated they had not received their replacement and due to the wait taking too long requested if they could have a refund now as they had already gone out and bought a new one.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.